Event description:
The following was alleged by the patient's attorney: (B)(6) 2009: the patient underwent surgery for implant of an unspecified bard/davol composix l/p. (B)(6) 2013: the patient had unspecified injuries related to a defect in the composix l/p and underwent revision surgery. The patient is only making a claim for an adverse patient outcome against the composix l/p. The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum: attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composix l/p and ventralight st on (B)(6) 2009 and/or (B)(6) 2012. As reported the patient is making a claim for an adverse patient outcome against both devices. It is alleged that the patient underwent revision surgeries due to a defect in the composix l/p and ventralight st on (B)(6) 2012 and (B)(6) 2013. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol composix l/p may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited at this time. Addendum: h11:this is an addendum to the initial emdr. This supplemental emdr was submitted to report the corrected date of event provided in the legal claim. No conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. Updated fields: b4, b5 (event description), d1, g1, g2, g4, g7, h2, h10 corrected fields: b3 (date of event) this supplemental emdr represents the bard/davol mesh - composix l/p (device #1). An additional emdr was submitted to represent the bard/davol ventralight st mesh (device #2). Should additional information be provided a supplemental emdr will be submitted. Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol composix l/p may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2009: the patient underwent surgery for implant of an unspecified bard/davol composix l/p. On (B)(6) 2013: the patient had unspecified injuries related to a defect in the composix l/p and underwent revision surgery. The patient is only making a claim for an adverse patient outcome against the composix l/p. The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿